Event description:
It was reported that pump declared cartridge change error and caller was unable to complete load process. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected o-ring and pneumatic tap area for damage or debris, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge ensuring it was fully snapped into place, followed on-screen instructions, and successfully completed load process and resumed insulin delivery.